Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "light socket not holding light cord securely" was caused by an excessive stress to the output socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found excessive stress on the output socket, the light source was not holding the light cord securely and there was 500+ hours on the lamp causing excessive thermal paste around the lamp. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had a connector issue where the light socket was not holding the light cord securely. The issue was found during preparation for use in an unspecified procedure. There were no reports of patient harm.